Event description:
The patient contacted animas on (B)(6) 2013 reporting a hospitalization for high blood glucose of 28 mmol/l. The patient reported changing the infusion set three times and blood glucose levels did not resolve. The patient's blood glucose was treated via boluses from the pump and the blood glucose resolved after returning home. The patient reported that the endocrinologist advised the pump was not working as it should. The pump was reviewed with the patient. The patient confirmed that all of the pump settings were programmed correctly. The patient confirmed that the alarm history, bolus history, suspend history, and total daily dose history were all correct. The patient reported that the pump date was set incorrectly but confirmed that the pump maintained the time and date upon battery removal. Customer support advised the patient that there was no indication of an issue with the pump per the troubleshooting however the pump was being replaced due to the concern expressed by the health care provider. This report is made based on the allegation that the patient was hospitalized with hyperglycemia related to an allegation that the pump was malfunctioning.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the last basal delivery was on (B)(6) 2014 @ 11:30pm. The reported event date of (B)(6) 2013 is overwritten. The total daily dose adds up and equal the basal target. No activity outside of normal use is observed. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivers within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.